Event description:
Company distributes inline filters which have a plastic component (a guard) on the actual filter which can be easily detached by any pediatric pt. This 4-yr-old pt was found in his bed playing the plastic guard. He could have easily placed it in his mouth and chewed or aspirated parts of the plastic. No components on such a filter or line should be so easily detachable. This filter, according to the company is made by a large company which also mfg the same filters for other companies. Rptr feels that such a device may place pediatric pts at risk.